Manufacturer narrative:
The field service engineer determined the issue was caused by the sodium electrode. The electrode was replaced, preventive maintenance was performed, and the mix tower was cleaned. Patient sample correlations were performed and were acceptable. The performance of the instrument was verified. The investigation determined that the issue was resolved by the service actions.

Event description:
The initial reporter stated that on (B)(6) 2019, they first started noticing that ise sodium electrode results for an unspecified number of patient samples were recovering higher on the cobas c 111. The reporter stated that the issue became more noticeable after they changed the chloride electrode on (B)(6) 2019. The reporter changed a system reagent on the week of (B)(6) 2019, but there was no change in the issue. The reporter ran a comparison with 4 patient samples comparing the sodium values from the c 111 analyzer to a second analyzer at another site. Of the four samples, three had discrepant sodium results. Incorrect values from these three samples were reported outside of the laboratory. The values measured on the second analyzer were believed to be correct. The first sample initially resulted with a sodium value of 133 mmol/l and when repeated on the second analyzer, the value was 140 mmol/l. The second sample, from an (B)(6) male patient born on (B)(6), initially resulted with a sodium value of 132 mmol/l and when repeated on the second analyzer, the value was 141 mmol/l. The third sample, from an (B)(6) male patient born on (B)(6), initially resulted with a sodium value of 132 mmol/l and when repeated on the second analyzer, the value was 139 mmol/l. No adverse events were alleged to have occurred with the patients. Controls recovered within range on the c 111 analyzer and were comparable to control values recovered on the second analyzer.